Manufacturer narrative:
The other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a consumer receiving lioresal at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that the patient presented with signs and symptoms of infection. There were no known factors that contributed to the event and no diagnostics were completed. An explant of the pump and catheter took place on (B)(6) 2017 and will be replaced on (B)(6) 2017 due to e coli infection and the issue was resolved.

Manufacturer narrative:
The other relevant components include: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2017, product type: catheter. Corrections: patient medical history updated (indications for use). Explant date updated. Report source updated to include company rep. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported via email that the pump and catheter had been explanted due to infection on (B)(6) 2017. The pump¿s indication for use was intractable spasticity and cerebral palsy.